Event description:
I had pop repair both vaginally and rectally. Ever since, I have suffered with incontinence, horrible pain shooting pains, very painful intercourse, spotting, cramping, bloating, uti's, bladder infections, frequent urination, bleeding from the rectum also, horrible pain in the rectum with prolapse still there, I cannot walk long periods for the pressure is so great in the perineal area, also the leakage is horrible in both areas, I have no large colon, small bowel anastomosed to rectum, so it's almost impossible to remove, also I am a breast cancer survivor and cannot afford to remove bladder due to type of chemo sets me up for bladder cancer, also the doctors cannot see the mesh any longer in the vaginal area. I have so many issues with this mesh in both regions, I just don't know what to do. The name of the product is bard davol mesh marlet mesh flat model # 148716, lot # 43eqd057, quantity 2, 10' x 14'. I was also told this mesh was used only for hernias, as to where they implanted it for bladder/rectal suspension. Is this even the right product for the problem I suffered and still suffer even more to this day.